Manufacturer narrative:
Technician alleged that the foot right caster was locking into brake but still swiveling. Replaced the caster to resolve the issue.

Event description:
Complaint alleged that the foot right caster was locking into brake but still swiveling. No injuries.